Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain/ contraction-like abdominal pain/ stabbing pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("very swollen abdomen with clear increase at end of day"). On an unknown date, the patient experienced back pain ("postural pain when going upstairs or bending over/ back pain"), abdominal discomfort ("feeling of heaviness in abdomen / abdomen very tense"), weight increased ("major unexplained weight gain"), neck pain ("neck pain"), arthralgia ("joint pain"), libido decreased ("reduced libido"), dyspareunia ("pain during sexual intercourse"), coital bleeding ("bleeding during sexual intercourse"), pruritus ("itching"), fatigue ("chronic fatigue"), depressed mood ("feeling depressed"), dysmenorrhoea ("more abundant painful menstrual periods"), menorrhagia ("more abundant painful menstrual periods"), nausea ("nausea"), peripheral swelling ("swollen ankles and hands"), hyperhidrosis ("excessive sweating"), skin odour abnormal ("stronger unpleasant body odour"), dyspnoea ("feeling of shortness of breath") and tachycardia ("tachycardia"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal distension, back pain, abdominal discomfort, weight increased, neck pain, arthralgia, libido decreased, dyspareunia, coital bleeding, pruritus, fatigue, depressed mood, dysmenorrhoea, menorrhagia, nausea, peripheral swelling, hyperhidrosis, skin odour abnormal, dyspnoea and tachycardia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, arthralgia, back pain, coital bleeding, depressed mood, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, hyperhidrosis, libido decreased, menorrhagia, nausea, neck pain, peripheral swelling, pruritus, skin odour abnormal, tachycardia and weight increased with essure. The reporter commented: starting in the first months, she experienced swollen abdomen and pain. The other events started in the following months. She also stated that experienced postural pain when going upstairs or bending over, impossible to cross leg. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred terms:abdominal pain. The analysis in the global safety database revealed 1.126. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.